Event description:
Vascular closure device failed ¿ it did not deploy in the patient and did not transfer through the sheath. Staff note this is a recurrent failure experienced with this device. Lot was pulled from shelves, as physician felt that it was unsafe to continue to use. Manufacturer response for vascular closure device, mynxgrip (per site reporter). The cordis rep was called and he is reporting this event to the company. Intend to return device to manufacturer.